Event description:
This is the same event and the same pt reported under MDR ID #2939859-1998-00149 this second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 3/2/1992 with negative results. The pt has had multiple collagen treatments without adverse response. On 4/27/1998, the pt was treated in the nasolabial folds and chin. The pt reported about 3 weeks later, (exact date unknown), that the treatment sites became "thick", "lumpy", red, and swollen. The physician believed the symptoms were a hypersensitivity, and prescribed motrin three times a day. No further medical or surgical intervention was planned or prescribed.